Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 and cs 052 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress was observed. The rf transceiver flex was intact and secure to the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.